Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown 2.0 mm modular hand plate. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown 2.0 mm modular hand plate had broken postoperatively. The patient initially underwent hand surgery on (B)(6) 2017 and was implanted with the unknown plate and an unknown quantity of unknown screws. During a follow-up clinical appointment on (B)(6) 2017, x-rays revealed that the plate had broken. Fusion of the bone has not yet been achieved. There was no reported fall or injury that was reported to have occurred prior to the follow-up visit. On an unknown date, k-wires were added to limit the stress on the tissue. There was no report of surgical delay during this procedure. Surgery to remove the broken plate has not yet been scheduled. Concomitant parts: unknown screws. This report is for one (1) unknown 2.0 mm modular hand plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three (3) k-wires were implanted on (B)(6) 2017 at the doctor's surgery center under anesthesia to maintain reduction of the cmc (carpal-metacarpal-carpal) fusion since the plate broke prior to fusion being achieved. Wires are implanted through the skin into the bone to anchor them, and then the external portion of the wire is bent and capped. The wires will remain in place until fusion is achieved. Broken plate may or may not be removed, depending on status of healing.

Manufacturer narrative:
A radiographic inspection was performed for the subject device. This complaint is confirmed. No parts were returned but x-rays in the complaint file are visual evidence/confirmation that a plate has broken postoperatively. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the device has broken postoperatively. No new malfunctions were identified as a result of the investigation. A visual inspection of x-rays and drawing review were performed as part of this investigation. Visual inspection of x-rays: no parts were returned but x-rays in the complaint file are visual evidence/confirmation that a plate has broken postoperatively. The transverse break occurred at the centerline of the most proximal hole just distal to the "t" portion of the plate. The x-rays also show that the distal portion of the plate was cut to length just distal to the 5th hole prior to implantation. Drawings were reviewed based on the x-rays showing the 3 hole proximal t portion of the plate, most likely part numbers are: 247.233 or 447.233 no product design issues or discrepancies were observed. The root cause is most likely due to excessive strain by patient. The part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.